Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 59 year old male cardiomyopathy patient presenting for impella support. During placement of the device in the left femoral artery, an access site hematoma formed. A vascular dissection was discovered during intervention to achieve hemostasis. As such, surgical intervention and blood products were required to resolve the injury. A new impella was prepped and inserted without further issue.